Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed loss of capture and loss of sensing on the right ventricular (rv) lead; the rv lead was found dislodged. During lead repositioning, the helix would not extend. The physician elected to explant and replace the rv lead. The patient condition was stable.

Manufacturer narrative:
The reported events were lead dislodgement, helix mechanism issue, failure to capture and failure to sense. The reported event of helix mechanism issue was confirmed while the failure to capture and failure to sense were not confirmed. As received, a complete lead was returned in one-piece the lead was returned with the helix retracted. Visual and x- ray examination of the helix mechanism found the helix was clogged with blood/tissue and the inner coil inside the connector was over torqued consistent with procedural damage. The cause of the reported event of helix mechanism issue was isolated to the blood/tissue in the helix region and the over torqued inner coil inside the connector region. The reported events of failure to capture and failure to sense were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. No other anomalies were noted.